Manufacturer narrative:
Analysis of the pump on (B)(6) 2017 revealed a motor gear train anomaly regarding corrosion and/or wear and/or lubrication; stall was due to the shaft bearing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was receiving 50 mg/ml morphine at a dose of 22 mg/day via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported that the pump had a prolonged motor stall (over many days), which then resolved on its own. It was unknown if there were any environmental, external, or patient factors that may have led or contributed to the issue. It was unknown what diagnostics /troubleshooting was performed. The pump was replaced on (B)(6) 2017. The event date was asked, but unknown. The issue was resolved at the time of the report and the patient status was alive with no injury. The patient¿s weight and medical history were asked and would not be made available. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.